Event description:
On (B)(6) 2012: CT supervisor reported via phone to lf service dispatch, that when he came in this morning, the injector was found in this state. The ceiling suspension is broken and it is hanging from a cable. Unit was not in use; no injury.

Manufacturer narrative:
Field service engineer (fse) arrived on-site and replaced the j-bow and extension arm. Proper operation of the injector was verified per service checklist 844864. Lf qa followed-up with service to determine the exact location of the break. Service reported the extension arm broke at the joint just above the j-bow arm. The j-bow arm was also replaced because it could not be freed from the extension arm.